Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. She had the lead replaced and the health care provider got it ¿as close as he could,¿ but due to scar tissue that had developed, it had not been as effective as the trial. The patient still takes morphine on (B)(6) 2015. Additional information was received from a consumer on (B)(6) 2017 reported that the trial was wonderful. Their morphine dose had been set to 60mg during the trial. The patient has had 3 back surgeries before implant. Surgery was set for (B)(6) 2014 and the patient had not wanted to be on medication for the surgery. After surgery it was reported that they went up to high with the stimulator. The device had not been working like it should. The device had never worked. The patient¿s morphine dose was up to 225mg. The patient had gone to the hcp that last tuesday ((B)(6) 2017) and reprogramming was done with a manufacturer representative. It was stated that it seemed like the leads were just floating away again and it had been difficult. Hcp listings were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.